Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's and verified the reported issue. Physio was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that while a patient was connected to their device, the device would not display ECG. The customer tried to troubleshoot the issue but could not get the device to display ECG. There was no adverse effect reported to the patient due to the reported issue. No further details about the patient were provided. Upon evaluation of the customer's device, physio-control observed an event code logged in the customer's device that is related to a device lock-up. As a result, defibrillation may not be possible, if it were necessary. Physio-control has attempted to contact the customer in order to obtain additional information on the patient; however, no response has been received.